Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch lancing device. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 3x daily and manages her diabetes with oral medications (type/ amount not specified). The alleged issue began in (B)(6) 2011. The patient denied making changes to her usual diabetes management routine. The patient alleged she was not able to continue testing her blood glucose due to the reported issue. About 2-3 days after, the patient claims she had high blood glucose symptoms of "felt faint" and sweating. Sometime after (date/time not specified), the patient went to the emergency room (ER) and obtained a high blood glucose result on the ER meter. The patient did not recall the result obtained on the ER device. The patient was administered insulin (type/ amount not specified) as treatment. The patient claimed she was released from the hospital 4 days later. At the time of troubleshooting, the cca sent a replacement lancing device to the customer. This complaint is being reported because the patient claims she developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device issue and reportedly received medical intervention from a health care professional (hcp) after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.